Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, 3.6 inspection of the endoscopic system¿ in the operator's manual: before inspection, wipe the objective lens using a clean, lint-free cloth. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. Adjust the brightness level as appropriate. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. Angulate the endoscope and confirm that the endoscopic image is free from irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device unit, the image was not displayed and had white dots. In addition to the reportable malfunction, the following were noted: the bending section cover had a scratch; the bending section cover adhesive had a chip; the video connector case had a crack; due to damage, switch 1 did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the hd endoeye laparo-thoraco videoscope had no image. It was unknown when the issue was found; however, the intended procedure was therapeutic and was completed with a similar device. There were no reports of patient harm.